Event description:
It was reported that a dexcom g7 sensor repeatedly failed to pair with the ilet, consistent with intermittent communication failure; the user was advised to contact dexcom for sensor replacement and requested, but was not issued, an ilet replacement since the issue was attributed to the sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the dexcom g7 sensor and the ilet, associated with the electrical and magnetic subsystem and the antenna, consistent with an intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.